Event description:
It was reported that the patient's right atrial (ra) lead dislodged as evidenced by no capture in the ra as the ra lead had moved to the right ventricular (rv) outflow tract. The ra lead function was programmed off and the ra lead remains in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.